Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room after experiencing an elevated blood glucose (bg) level above 600 (mg/dl) and trace ketones. While in the emergency room, the customer was treated with intravenous fluids and insulin. The customer was released later the same day reportedly "feeling a lot better".